Event description:
Complainant used solution for the first time at 11am. By 3pm, their eyes were watery, itchy and swollen. Pt returned the contacts. Seen by their doctor in 4/04. The eyes remain sensitive to bright light or during at night.